Manufacturer narrative:
The event occurred at (b)(5). Approx age of the device is 4 days. Reference MFR report #: 0002916596-2014-01728 for previous pump exchange. The device remains implanted and in use by the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device was not returned for investigation. A correlation of the device with the reported ischemic cva and cerebral hemorrhage could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received indicating that the patient expired with the cause of expiration noted as cerebral hemorrhage. It was reported that the patient experienced the stroke in (B)(6) 2014. The patient reportedly remained in the ICU for a very long time and "not able to mobilize." The patient expiration was due to residual effects from the stroke which worsened the patient's overall condition. It was reported that the pump will not be returning to the manufacturer for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 4 days post-implant of vad-56898, it was reported that the patient experienced an ischemic cerebrovascular accident (cva). A brain tomography was performed; however the results were not reported. The patient experienced hemiplegia and one side of his body is numb.